Event description:
Customer reported inaccurate readings from the passport v monitor, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep could not duplicate the problem. Corrections included reseating all cables as a precaution. Upgraded software. Calibrated and safety tested unit to factory's specifications.